Event description:
Boston scientific crm received information that safety switch tripped for the right atrial (ra) lead due to low impedance measurements. Impedance measurements in bipolar mode were 100 ohms and 220 ohms in unipolar. It was also noted that the ra lead was oversensing noise. The chest x-ray was not conclusive, so the physician opted to keep the ra lead programmed to unipolar. Two months later right ventricular (rv) oversensing was noted, so the ra lead was re-tested and the impedance measurement in bipolar configuration was greater than 2300 ohms. Another x-ray was taken, however no sign of a ra lead fracture was noted. Boston scientific technical services (ts) advised the sales representative that the ra lead has a coaxial design, so the outer insulation damage may now be affecting the outer coil. The ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.